Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented for routine follow up. Diagnostics could be seen on the screen, but upon printing from the overview, a message displayed stating that diagnostics were cleared because they were invalid. No alert message prompted them to clear diagnostics at any time. Physician said this happened when the patient was brought into clinic in february as well. Upon ending session and reinterrogating, the diagnostics were all cleared from the device. Device image and screen shots were sent in for analysis. Patient will be brought back for follow up.